Event description:
It was reported that a minimum fill notification occurred. There was no reported impact to the customer's blood glucose level. The call with the customer dropped before intake could be completed, and customer technical support called back but had to leave a message.